Event description:
It was reported that this right atrial (ra) lead exhibited right ventricular (rv) oversensing resulting in inappropriate atrial tachy response (atr). Technical services (ts) recommended programming changes. This lead remains in service. No adverse patient effects were reported.